Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left superficial femoral artery (sfa) using a lantern delivery microcatheter (lantern), ruby coils, pod coils, and pod packing coils (pod pc). During the procedure, the physician placed several ruby coils, pod coils, and pod pcs in the target vessel using the lantern. Next, while attempting to place another pod coil in the target location, the physician was only able to advance approximately forty percent of a pod coil into the lantern. Therefore, the physician decided to remove the lantern to be flushed. Subsequently, after flushing, the lantern was reinserted back into the target location. However, when the physician was unable to advance the same pod coil through the lantern. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same pod coil. There was no report of an adverse effect to the patient.